Manufacturer narrative:
The device was returned for inspection. Based on the results of the investigation and the information provided it is likely due to that a high-energy treatment tool (high frequency, etc.) Was used without ensuring a sufficient distance from the tip. The root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
It was observed during the device inspection that the bronchovideoscope had a scorched c-cover. There were no reports of patient involvement.